Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual testing was performed and the device was evaluaed. Visual inspection found screw cover bung was punctured; however, the device was received in with no physical damage. Evaluation testing was performed an the reported problem was duplicated; issue was caused by a faulty alarm reed. The root cause of the issue was found to be a faulty alarm reed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Event description:
It was reported that there was no pressure on device. No patient injury was reported.